Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support expressing frustration while changing supplies and noted that no insulin drops were observed when attempting to fill the tubing. The patient reported a low remaining insulin volume and observed leaking around the device. The patient was instructed to remove the cartridge and dry the chamber as thoroughly as possible, then to gather new supplies. During review of the patient¿s process, it was identified that the cartridge was being connected to the connector outside of the device chamber. The patient was educated on the correct insertion process and advised that assembling the cartridge and connector outside of the device could damage the septum and cause leaking. The patient demonstrated understanding. A full supply change was successfully completed using the correct process, insulin drops were observed, insulin delivery was resumed, and no further leaking occurred. Replacement supplies and an additional infusion set were arranged to be sent after address verification. Blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.